Event description:
It was reported that the caller experienced intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin use.